Manufacturer narrative:
Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / event tone over 200uv. There was no evidence of improper manufacturing and no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the probe could not detect nerves. There was no signal when the probe contacted nerves and no error code was shown on the monitor. The problem was noticed at the very beginning of a thyroidectomy. The doctor checked all the connections and reconnected the probe but the probe still could not detect nerves. The issue was resolved when a new probe was used. The surgery was delayed for about 5 minutes. There was no patient injury reported.